Event description:
Pt sustained an injury lifting a wooden pallet in december of 1991. Pt had surgery performed on 10/11/1996 for c5-6, c6-7 anterior cervical diskectomy with interbody fusion performed with allograft. Pt continued to have neck pain. X-rays performed in late april 1997 demonstrated fracture of the plate suggesting pseudoarthrosis. After allowing for further time to heal the pt elected to undergo further surgery. Surgery performed on 09/22/1997 with removal of fractured plate, followed by revision of pseudoarthrosis and use of autograph from the illiac crest and application of new instrumentation. Facility notified of medwatch by initial reporter on 10/31/1997.